Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the ultrasound gastrovideoscope tested positive for an unspecified contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and lms final investigation. Additionally, to provide correction to the initial with information inadvertently left out (d9) and to provide an update to fields (d8 and h3). The lm reviewed the customers provided the cds processes where no deviations, deficiencies or concerns on reprocessing. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 0 no detection. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The event can be prevented by following the instructions for use which state: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.